Event description:
It was reported that during a pneumonectomy procedure, the surgeon fired the stapler across the main stem bronchus and when he observed the bronchus, it was open and the staples were malformed. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.